Event description:
The customer reported a loud snapping noise and then the system shutdown. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced. The system was then found to be operating as intended.